Event description:
Covidien received information stating that an 840 ventilator experienced a &quot;system error&quot; message while on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards and the gui to bdu cable. The software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications.(B)(4)